Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient faced infusion set detachment event on (B)(6) 2025.the tubing got detached from the connector. The infusion set was in use for less than 24 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.